Event description:
Event description cpi received information that this bipolar lead displayed loss of capture. Loss of capture was due to micro dislodgement of the lead. The physician elected to explant the 4285 cpi lead and a new lead was successfully implanted. The pulse generator remains implanted with good capture.